Event description:
As reported: during the surgery for an anterior cerebral artery aneurysm, the irregularly shaped aneurysm measured approximately 3.8 mm. The microcatheter was successfully positioned. Following the standard procedure, one 4,8 coil was first inserted and detached smoothly. However, when inserting a 3,6 coil subsequently, it was found that the coil was inconsistent with the model specified on its packaging and was excessively large. The entire coil was retrieved. After discovering the mismatch (the 3,6 coil was larger than the packaged model) intraoperatively, a new coil of the same specified model (3,6) was used following the retrieval. This replacement coil was smoothly advanced and detached through the same microcatheter. Thereafter, three additional coils (2,4, 1.5,2, and 1,3) were inserted sequentially. The surgery was completed with satisfactory angiographic results. A total of 5 coils were used. The coil length was longer than noted on the packaging. The coil loop diameter was larger than what was noted on the packaging. Patient is fine.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
Additional clarifying information was received which indicated that the coil did not frame or form as specified. The coil size was consistent with the model specified on the packaging. As reported: during the surgery for an anterior cerebral artery aneurysm, the irregularly shaped aneurysm measured approximately 3.8 mm. The microcatheter was successfully positioned. Following the standard procedure, one 4*8 coil was first inserted and detached smoothly. However, when inserting a 3*6 coil subsequently, it was found that the coil was inconsistent with the model specified on its packaging and was excessively large. The entire coil was retrieved. After discovering the mismatch (the 3*6 coil was larger than the packaged model) intraoperatively, the surgeon could see with the naked eye that found the diameter of the coil (when framed/formed) was larger than the size marked on the packaging. The larger diameter of the coil means that the coil was loose (losing shape), so the diameter of reported coil that looked more larger than the diameter of the coil that was normally used before. A new coil of the same specified model (3*6) was used following the retrieval. This replacement coil was smoothly advanced and detached through the same microcatheter. Thereafter, three additional coils (2*4, 1.5*2, and 1*3) were inserted sequentially. The surgery was completed with satisfactory angiographic results. A total of 5 coils were used. The coil loop diameter was larger than what was noted on the packaging.

Manufacturer narrative:
The investigation of the returned coil system found the implant to not retain the correct shape, which is consistent with the implant appearing larger than the specified size as described in the reported complaint. The stretch resistance monofilament was cut, and the implant regained shape. The shape loss is consistent with increased tension in the monofilament. Based on our investigation findings and clarifying information received from the reporter, the coil did not frame or form as specified. The coil size was consistent with the model specified on the packaging. Therefore, mvi no longer considers this event a reportable malfunction event.